Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the hospital for generator change out due to normal eri. Device measurements were in range. During the post procedure check one day later, out of range, high voltage lead impedance (hvli) was observed on the device. During the closing of the pocket, out of range, hvli was observed again. Physician was unclear if the issue was due to the device or the lead. Device was explanted and replaced. Patient was stable prior, during and post procedure.